Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the stapler was closed and fired and while pulling the black knob back, it stuck. The device was only half way open with the jaws stuck on the tissue. The procedure was converted to open to release the jaws of the stapler off the tissue. The staple line was fine. No repair to the tissue was required. No significant bleeding occurred. Operative time was delayed.

Manufacturer narrative:
(B)(4).